Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent revision surgery to reposition the electrode array.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report.